Manufacturer narrative:
Follow-up #1: date of submission 06/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with reddish contrast. The auditory and vibratory features were operational. Unrelated to the complaint, no damages were found with the keypad or bolus button cover. The audio bolus button was hard to push and removal of the bolus button cover found contamination with the bolus button assembly. The ¿ok¿ button responded intermittently and removal of the keypad cover found contamination under all the button contacts. Finally, battery compartment cracks were found above and below the grip pad. Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on 06/05/2015 with the following findings:.2/ keypad cover removed and contamination was found under all contacts, bolus button cover was removed and contamination was found underneath, investigation completed with returned battery cap.1/ dispaly is dim/fading/reddish, bolus button cover is intact and hard to push, battery compartment is cracked on threads above the pad and below the pad, keypad cover is intact and the ok button respond intermittently.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. (B)(6).